Event description:
Corrective actions were completed to correct the issue in the electrical test software. As a result of the defective component, the eri would not 'trip' to 'yes' when the device reached a near end of service (eos) state. Despite the condition of this component, it was identified that the device successfully completed post-burn electrical testing which specifically evaluates the functionality of this circuit. A review of electrical test system software source code associated with these generator models confirmed that due to a bit masking issue within this test system operation, the test system was unable to detect such events. The aforementioned bit masking issue was corrected with the electrical test software.

Event description:
During the analysis of the explanted generator, which was replaced due to end of service and the patient no longer perceiving stimulation, the end of service condition of the battery was confirmed as at the module the battery voltage was measured at 1.44v. Bench testing with the generator module connected to an external power supply set to 2.2v revealed that the eri notification function was not set (eri set point is 2.62v). Upon visual examination, resistor r12 was found to be open. With r12 electrically open the elective-replacement-indicator (eri) would not set. A visual examination of r12 revealed a thin line across the top, which represents laser removal of conductive material on the surface of the chip component. In this instance the laser process exceeded the intended trim length, going across the entire width of the top surface of the chip resistor, thus creating an open circuit. The condition of the resistor had no impact on battery longevity, and analysis revealed the device reached end of service due to normal battery depletion. Due to the condition of the resistor (r12) identified during analysis in this returned generator, the manufacturer performed further investigation into the issue. A result of an open r12 resistor is that the elective replacement indicator (eri) would not "trip" to "yes" when the device reached a near end of service (eos) state. Despite the condition of this component, the device successfully completed post-burn electrical testing during initial manufacture of the device, which specifically evaluates the functionality of this component; however a subsequent review of electrical test system (ets) software source code confirmed that due to an incorrectly designed test, the test system was unable to detect such events. Corrective action is underway to implement a change to the test design in the ets software. A result of a pulse generator not displaying an eri flag when nearing eos would likely be limited to situations of "no stimulation." This would occur if the battery voltage level reaches a level where the generator can no longer perform according to its specifications, and could result in patients returning to their baseline or background seizure frequency or background depressive symptoms until appropriate therapy is restored, but only if the device is not replaced prior to the battery depleting to this level. The patient reported no longer feeling stimulation as a result of the end of service condition of the battery. There are two other locations on the model 102 generator's printed circuit board assembly (pcba) that utilize an identical resistor. The manufacturing ets is able to detect failures of these components, and review of manufacturing data for failures of these resistors has revealed that the occurrence of a failure of the component is remote.